Event description:
The customer reported a leak of a few ml of fluid from the gold box/baths area of the ac t diff 2. The instrument was also failing platelet background checks. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed a latex calibration on the rbc bath, and then ran a startup resolving the platelet background failure. While the fse was verifying instrument performance through additional testing, a small amount of diluent leaked from the probe wipe. The fse replaced the rinse block resolving the leak. Upon recur of the failure mode identified for the rbc bath, erroneous rbc and plt results are likely due to incorrect sizing of the cells in the rbc aperture bath. (B)(4).